Event description:
The customer reported, the system displayed a filament regulator error and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board. The system operates as intended.